Manufacturer narrative:
Evaluation summary: the customer indicated the use of an approved cartridge. The customer indicated the use of a viscoelastic, which is not qualified for the lens/cartridge combination used. Alcon is conducting an ongoing investigation of reports of post-operative inflammation that were reported in cataract surgery patients implanted with restor and restor toric family of iols in (B)(6) since mid-j(B)(6) 2015. In the interest of patient safety, all restor and restor toric iols were voluntarily recalled from the (B)(4) market on 15-apr-2015 and surgeons in (B)(6) were advised not to implant the restor and restor toric family of iols. Following this recall, an increase in the number of cases of post-operative inflammation were reported for acrysof® iq toric iol models sn6at6, sn6at7, sn6at8 and sn6at9. Therefore, on september 29, 2015 the voluntary recall was expanded to include these additional lens models.

Event description:
Additional information was received that the patient's condition is improving.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. The intraocular lens (iol) product history records were reviewed and documentation indicates the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A doctor reported postoperative inflammation and keratic precipitate following an intraocular lens (iol) implant procedure. Medication was prescribed to the patient. Following treatment, the amount of keratic precipitate slightly decreased. Approximately ten days later, medication was prescribed again no improvement in the patient's condition was seen one month later. Bacterium inspection information was not provided. Additional information was requested.